Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the batteries were draining faster than usual. The customer reported two off no power alarms without a low battery alert. The customer's blood glucose reading was unknown. Customer did not recall any significant events leading to the issue. Customer was advised that the device would be replaced, and to return their device for analysis.